Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized for low blood glucose value. Customer¿s blood glucose value was 35mg/dl. Customer was not wearing the pump during hospitalization and was off the pump for less than 48 hours. Insulin pump will be returned for analysis.